Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This event is filed for pericardial effusion, requiring intervention. It was reported that on (B)(6) 2016, the patient, with degenerative mitral regurgitation (mr), underwent a mitraclip procedure. One mitraclip was implanted and the mr was reduced. Pericardial fluid was detected. The clip delivery system (cds) was removed, with the steerable guide catheter (sgc) remaining in place in the left atrium. Pericardial fluid was drained, with 300 ml of venous blood removed. A second clip was implanted laterally to the first clip and the mr was further reduced. After the second clip was implanted, an additional 300 ml of venous blood was drained. Post procedure, the mr was reduced from grade 4 to 1-2. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effect of pericardial effusion, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.